Event description:
Additional information was received from the device manufacturer representative indicated that if the catheter didn¿t flow the patient would be referred to a neurosurgeon for a catheter replacement.

Manufacturer narrative:
Concomitant medical products.: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump with unknown drug for ntractable spasticity,037:spinal cord injury/spinal cord disease. It was reported that the reason for call was they are replacing the pump today due to normal eos however when the hcp tried to aspirate the catheter they were unable to do so. Caller reported the hcp tried multiple times to aspirate but was unable to. Caller reported the hcp decided to hook everything up. Caller stated she was unsure if the hcp thinks there is an issue or not. Reason for call is caller wanted to know if they need to run a priming bolus. Caller confirmed the catheter had the old drug, new pump tubing had the sterile water and the pump reservoir had the new drug (same drug as old). Technical service reviewed that no priming bolus will need to be programmed. Technical services reviewed patient will be going without therapy when it is delivering the sterile water and reviewed to medically manage the patient as needed. Troubleshooting was not required. Caller will follow up with hcp. Caller stated she had to disconnect the call so technical services was unable to retrieve further information. No symptoms or patient complication reported.